Event description:
It was reported that the patient presented in the or after intermittent capture and out of range impedance were noted. Fluoro found lead dislodgement. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.